Manufacturer narrative:
The device was returned to solventum for analysis. Upon testing the sample, the alleged leak was not confirmed. The set was disconnected between the y-connector and the drip chamber at the luer connection. Manufacturing site tightens luer connections to optimal torque to minimize luers becoming loose and avoid overtightening of luers. Luers are known to occasionally loosen during the shipping and transportation process, therefore warnings are provided that connections must be tightened prior to and during use. IFU states the following: warning: to reduce the risks of biohazard exposure, cross-contamination or infection: ensure that all luer connections are securely tightened prior to priming set. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description a likely cause is either the y connector, leur connection or inlet to drip chamber. Solventum will continue to monitor.

Event description:
A user facility reported the tubing of 3m¿ ranger¿ blood/fluid warming high flow came undone above the drip chamber while infusing fresh frozen plasma. The bag was pressurized at the time, resulting in not infusing the prescribed dosage. No injuries or medical interventions were required due to the alleged malfunction.